Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty charging the ipg as it would not charge up. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician preference. The patient was doing well post operatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was having difficulty charging the ipg as it would not charge up. The patient will undergo a revision procedure wherein the ipg will be replaced.